Event description:
Patient had an on-q pain pump placed post open heart surgery. The doctor ordered the pump and 10" subcutaneous catheter removed three days later. When the rn attempted to remove the catheter from the patient the catheter snapped off, leaving approximately 8" still in the patient's chest. Md contacted manufacturer and was advised to leave the catheter in place at this time. Patient recovered well from surgery and was discharged with follow up cardiology visits scheduled.manufacturer response for antimicrobial infusion catheter, onq silversoaker 10 "antimicrobial catheter (per site reporter).manufacturer notified immediately, and they requested the device and soft goods be returned for examination.what was the original intended procedure?removal of the catheter.